Manufacturer narrative:
(B)(4). There was no sample available for evaluation. The issue was not confirmed because there was not enough information; therefore, the root cause could not be determined. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
The customer reported that one 8 millimeter miniprime set was filled with air in the arterial chamber and filter during prime. The sample was not received for evaluation. Patient injury and medical intervention were not reported for this event.